Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: a case of successful treatment of stent graft infection following evar for a ruptured abdominal aortic aneurysm. Source: the 54th annual meeting of japanese society for vascular surgery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following conference presentation was reviewed: title: a case of successful treatment of stent graft infection following evar for a ruptured abdominal aortic aneurysm. Author: yoshiaki yajima, et al. Source: the 54th annual meeting of japanese society for vascular surgery. The patient is a 55-year-old male. An emergency endovascular aortic repair (evar) was performed using gore® excluder® aaa endoprosthesis for a ruptured abdominal aortic aneurysm, along with an open decompression surgery for abdominal compartment syndrome. A retroperitoneal abscess was noted surrounding the placed stent grafts. After performing abdominal lavage and drainage, migration of the stent grafts and pseudoaneurysm was observed. An additional stent graft coated with antibiotics (cefazolin) was placed one month after closure. The patient was discharged in improved condition. Two years have passed since the evar without any recurrence of infection, showing a favorable course.